Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited a battery voltage lower than that specified by the nominal parameters during pre-implant testing.